Manufacturer narrative:
During a follow-up, it was reported that the customer experienced elevated blood glucose level ranging between 500-600 mg/dl and ketones considered dangerous due to a cartridge leak. A manual injection was administered and a bolus was delivered to address bg/ ketones prior to hospitalization.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose (bg) levels over 600 mg/dl. Customer's mother believed elevated bg levels were caused by an unspecified issue with the pump; however, the customer's healthcare provider's believed the customer's bg was caused by gastroparesis. Customer's a1c level decreased from 15.41 while on the pump to 11.2 while on manual injections. Reportedly, the customer continued to use the pump for insulin therapy. No additional information was provided.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.